Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl at the time of the incident, blood glucose was 121 mg/dl correction with carbohydrates and it was 55 and before that it was 45 mg/dl then it went to 62 mg/dl. The customer declined troubleshoot. Customer will not return device for analysis.